Manufacturer narrative:
Upon completion of the investigation a follow-up report will be submitted.

Event description:
Report received that a patient arrived in the emergency room with left lower lung pneumothorax. The interventional radiologist was consulted and he placed a pneumostat. The 3 way stop was connected and the air was released from the site. The site was dressed with 4x4 gauze and tegaderm. The patient was given instructions not to touch the pneumostat and to return to the outpatient radiology department the next day at 10 am. The patient returned to the ER later in the evening and was determined to have a larger pneumothorax.

Manufacturer narrative:
Unit was received and inspected and no physical damage was observed. The pneumostat was functionally tested for both leak and valve release pressure. · leak test - this test for the ability of the unit to reseal after opening and prevent air returning to the system. The returned unit showed no evidence of leakage that would cause air to enter the system. · valve release pressure - this test for the ability of the unit to vent air removed from the patient. The unit was within the acceptable range for valve opening pressure. The returned unit functioned as expected; therefore the root cause could not be determined.